Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was stated that they had a tracheostomy that split on the ilet of the tracheostomy flange. There was patient involvement. The details of the patient are: male and three years old and was treated for underlying health condition that required them to have a tracheostomy tube.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.